Event description:
Reporter alleged, obtaining a result of 129 mg/dl on the aviva system, taking her normal amounts of 25 units of humulin r and 20 units of humulin n, and then eating breakfast. Reporter stated, that she ate a normal lunch and then several hours later, she was unresponsive, as her husband could not awake her from a nap. Reporter alleged, her husband obtained a 210 mg/dl on one aviva system and a 195 on a second aviva system. Reporter stated he called the emts who arrive within 20 minutes, obtained a "lo" and treated her with an IV filled with sugar water. Reporter stated she then ate a peanut butter sandwich. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 300790, expiration date 1/31/2009).